Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against [1] of [3] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6), batch: a000027364." Common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000027364.

Event description:
It was reported that an x-ray took place, and the patient had an abandoned lead, and the patient reported having an ipg explant. Upon further investigation it was determined that the patient had their scs system explanted and replaced with a scs medtronic system. As well as had their drg system explanted a few months ago and an electrode was left behind. Manufacture representatives were not notified for either surgery. The reason for surgery or why the lead was abandoned, and the exact dates of explant are all unknown. Investigation was unable to determine which of the leads attributed to the event.